Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips doe not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/12/04, the pt contacted lfs alleging that his one touch ultra meter was reading in the incorrect unit of measurement. On 10/13/04, the medical affairs specialist sent follow-up questions to another country, customer service rep. The mas received answers to the follow-up questions on 10/15/04. The pt thought that he was getting high results on the reported meter. Specific results obtained on the reported meter were not provided. He did not take any action to affect his blood glucose level following use of the meter. He went to see his diabetes nurse in 2004. No blood glucose result was obtained when the pt visits his diabetes nurse. The nurse directed the pt to increase his insulin dosage at night from 56 units to 60 units. The pt took insulin 60 units on the evening of the event date, as his nurse had directed. This was the only increased dose of insulin that the pt took. The pt did not experience any symptoms of high or low blood glucose level at the time of concern. The customer service rep discovered that the meter was set in mg/dl instead of mmol/l. While the csr was troubleshooting the meter with the pt, the meter powered off several times. The test strips were correct. The battery had been replaced less than one year before. The battery contacts were not checked. The csr confirmed that the pt had not recently changed the unit of measurement setting. The csr advised the pt to contact his diabetes nurse immediately to report that his meter had been reading the incorrect unit of measurement, so that his medication could be adjusted appropriately. The pt neither alleged harm nor experienced injury due to the meter. Based on the apparent spontaneous change in unit o f measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.